Event description:
As reported to coloplast though not verified, patient was implanted with novasilk mesh. Later the patient experienced mesh erosion, low back pain and groin pain. The mesh was removed in the physician's office, an area of mesh at the apex was completely sealed over, premarin cream and antibiotics were prescribed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4). Total number of events summarized (B)(6). Device not returned.